Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the depth marking change on the tubes did not allow the clinician to see the depth markings when intubating the patient. The patient was reintubated.